Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; 11-300918 arcos 18x190mm spl tpr dist, 737940. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02019.

Event description:
It has been reported patient underwent hip arthroplasty was revised three and a half years later due to implant fracture and pain. Patient felt grinding sensation in hip and experienced pain. X-ray showed the distal and proximal stems had both fractured. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of radiographs, which noted a fracture of the femoral stem of the left athroplasty. Product was not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.